Event description:
It was reported a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The customer reset the pump to resolve the issue and resumed insulin therapy.